Manufacturer narrative:
(B)(4). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4): the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2016 that a wallflex biliary rx stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on an unknown date. According to the complainant, during an ercp, the physician noted that the stent had debris and granulation tissue at the proximal portion. The scope was advanced into the common bile duct. However, the scope didn't show an image on the screen. The procedure was not completed due to this event. And the stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.